Event description:
After an extended birthing process, the device was applied and utilized to facilitate delivery. Pt presented with very low heart rate. Attempts to revitalize the pt were not successful.